Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient was later discharged from the hospital and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers h13g11031 and h13h09017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).